Event description:
It was reported that the iab was inserted and pumping began. After 12 hrs of use, blood was noted in the helium tubing. An x-ray was taken and it was determined that the catheter's central lumen had fractured. The iab was removed with no pt complications.